Manufacturer narrative:
Model# not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
An advocate from the UK stated she ran a test on her daughter and received a blood glucose reading of 3.7mmol/l on the contour link meter, re-tested on a different meter and received 16mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. There are no strips left for evaluation.